Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number. User facility medwatch report#.(B)(4).

Event description:
User facility medwatch report received that states "suture did not catch on two devices (same lot#), via common femoral vein, no harm to patient. Watchman implantation" additional information: it was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an interventional watchman procedure. Reportedly, the suture did not catch the vein for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
User facility medwatch report received that states "suture did not catch on two devices (same lot#), via common femoral vein, no harm to patient. Watchman implantation" additional information: it was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an interventional watchman procedure. Reportedly, the suture did not catch the vein for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4) failure to follow steps / instructions (no femoral imaging performed) the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number. Attachment: user facility medwatch report#. Na.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram directly contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- lot no, expiration date h4- device mfg date.